Manufacturer narrative:
Expiration date - unknown due to unknown product code/ lot number. UDI - unknown due to unknown product code/ lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product/lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The following event was reported in the bmj case rep 2017. Doi:10.1136/bcr-2016-218934: the patient developed a large scrotal haematoma after cardiac cath via trans femoral approach which required a blood transfusion due to haemodynamic instability. After an uneventful elective procedure, he was discharged home with an angio-seal. While patient was trying to get into the car, he experienced sudden onset excruciating groin pain. Patient experienced scrotal swelling and shock. Patient was acutely managed for possible dislodgement of the vascular closure device, with continuous manual compression over the femoral artery for forty-five minutes. He received a blood transfusion of two units packed red blood cells. CT angiogram revealed scrotal haematoma without active bleeding. Testicular blood supply remained intact. Scrotal swelling improved with conservative management and patient was discharged three days later in stable condition. Uneventful procedure, soon after discharge he experienced pain in the right groin and scrotum. Medical intervention was performed upon return to the hospital. The vascular closure device was successfully deployed on the first attempt. The patient was seen in the cardiology clinic two weeks after discharge, he was recovering well with nearly complete resolution of haematoma with no pain over the scrotum.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.